Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15974. Related manufacturer reference number: 2017865-2021-15975. It was reported that the patient presented in clinic with complaints of swelling and discomfort proximal to the patient's pacemaker pocket. It was further reported that blood retrieved from the pocket was purulent, indicative of infection. The patient's full pacemaker system was explanted. The patient was stable.